Event description:
While endo stitch in use, the needle would not properly move through the tissue. It would not toggle through the tissue. The endo stitch was removed from the field. There was no harm to the patient.